Event description:
Rayner intraocular lenses limited received notification from the distributor in (B)(6) of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided states that the healthcare professional observed the development of opacification in the post-operative period. For further info, please refer to rayner intraocular lenses limited's MDR 9611165-2014-00054.